Event description:
It was reported that during routine follow up, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. No electrical anomalies were detected. The patient no longer requires an ICD, therefore the system will be electively explanted and not replaced.